Event description:
(B)(4). Constant pelvic pain. Sharp pain even shock pains in right tube mostly. But both hurt. Always tired, moody, constant ongoing headaches, severe pelvic pain(as I type this now).